Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that no water was flowing from the arctic sun device to the gel pads. User stated that they were unable to use the device and they needed another device for use. As per follow up information received on 06jun2022, patient was involved but no patient impact. Therapy was completed with another machine.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was unable to be duplicated during testing. No repairs were made. An electrical safety test was performed on the as5000 system. The as5000 system was sanitized, evaluated and was found to function in accordance with manufacturer specifications. As5000 has been calibrated. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. Corrections: d,g,h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that no water was flowing from the arctic sun device to the gel pads. User stated that they were unable to use the device and they needed another device for use. As per follow up information received on 06jun2022, patient was involved but no patient impact. Therapy was completed with another machine.